Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-mar-11. It was reported that the circumstances that led to the empty pump were that the patient was due for refill. The pump was refilled to resolve the empty pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's pump had gone empty in the past and she "did not enjoy that". The event date was unknown. No further issues were reported or anticipated.